Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. Product has been received but is pending investigation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).